Manufacturer narrative:
Device labeling addresses the event of seroma as: for primary augmentation pts, seroma rate = 1.6 percent. Primary reconstruction pts = 1 percent (other complications.) Swelling = 7.1 percent. Device labeling reviewed: there were no reported events of lymphoma/alcl for pt in the a95/r95 study included in the labeling for saline breast implants.

Event description:
Healthcare professional reports a case of lymphoma and late seroma. On (B)(6) 2014 an email was received from the surgeon who reports a case of suspected alcl. Within the report the notes a (B)(6) year old pt that underwent bilateral augmentation in 2001. In 2012, pt noticed right side breast enlargement. She presented to the plastic surgeon in (B)(6) no action was taken. Presented to the gynecologist who obtained a mammogram and us that demonstrated periprosthetic fluid collection. She went back to the plastic surgeon in (B)(6) 2013. Fna was obtained from the fluid. It was found to be positive for alcl. She was taken to the operating room on (B)(6) 2013 for a total capsulectomy and implant removal. No further chemotherapy or radiation therapy. Final pathology demonstrated alcl in the effusion. Now remains disease free. Actual cytology/pathology not provided for confirmation of alcl. Noted in cd30+ and alk. The medical safety team has determined that combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl. As a result of this increased specificity the track wise term code "lymphoma-alcl" has been changed to "lymphoma". There is limited information available for this case after the initial investigation and there is an unlikely chance that this information will be obtained. However, if there is additional information, such as device information, implanting/explanting physician or any labs related to , but not limited to any combined results of immune-chemical, histological and cytological analysis of specimens are scientifically acceptable criteria with which to diagnose alcl the file will be reviewed and updated.